Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 299 mg/dl. Customer reported that insulin pump was exposed to insulin and there was leak on reservoir. The customer was advised to perform self-test and test passed. The customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 584 mg/dl. The customer did some bolus with pump. Customer declined to troubleshoot for other causes of high blood glucose. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer will change reservoir due to leak.